Event description:
Additional information received reported that there was a 50% or greater symptom reduction. The lead and extension were involved in the reported event. The patient had a dermatological reaction that began several months after implant. X-rays, reprogramming, stopping stimulation to see if this was the cause of the issue were tried. The rash did resolve when the device wasn¿t on but not completely. The patient was tested with dermatology and it was determined that she was allergic to components in the spinal cord stimulator (scs) device causing her to have a systemic rash. As a result the system was explanted on (B)(6), 2015. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had started developing a rash at the paddle lead location in her spine. The rash had started in may or june and was described as being dry, itchy, and bumpy. The patient had first noted a ¿bit¿ of pain near the implantable neurostimulator (ins) initially and then the rash appeared ¿all over.¿ the patient¿s rash had extended to all over the body and would occur when the stimulation was on. When the patient had turned the stimulation off for a week, the rash had gone away; when the stimulation was reapplied, the rash reappeared. The patient had been to an allergist, but was unable to test for ¿all components.¿ the patient was noted to have been allergic to silicone and it was wondered if some silicone had been wiggled loose from the lead. The patient had started physical therapy on her neck in (B)(6), which was around the same time that the issue had started, and had resulted in a stimulation sensation all over the patient¿s body. The lead was noted to have been located in the cervical area. No ultrasound or tens unit had been used. After reviewing the patient¿s impedances no shorts had been found. The patient was programmed with electrodes 10, 11, 12, and 13 as +, -, -, and +, respectively on groups a and b. Electrodes 9, 10, 11, and 12 were used on group c, while group e was programmed with electrodes 11 and 12. The patient had been most recently using group d with electrodes 3, 11, and 12 as +, -, and +, respectively, with an amplitude of zero volts. The patient did not have a rash at the time of this report. The patient¿s amplitude had been reduced to zero volts about 2 weeks prior to the date of this report. No further interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).